Event description:
During the eval of a spectrum pump, door not fully latched alarms were experienced. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. This device was found out of spec. It was received with a constant door not fully latched alarm which was caused by a missing screw and a loose screw. The missing screw was replaced and the loose screw was tightened.